Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 440 mg/dl at the time of hospitalization. The other blood glucose was 567 mg/dl. 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was using insulin pump system within 48 hours of reported high bg event. The customer was treated with injections and insulin drip. Based on customer report customer does not allege pump was under delivering. The customer stated that insulin exited at the qr. The insulin pump will not be returned for analysis.